Event description:
It was reported that during a battery replacement when the new generator was implanted, high lead impedance was observed. The surgeon then reconnected to the old generator and received good lead impedance, so he cleaned the lead pin and reconnected to the new generator twice more which continued to show a high lead impedance. The new generator was then tested with an accessory kit and it also showed high lead impedance. Another new generator was used and the impedance was good. The generator that showed high impedance has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The suspect generator was received but product analysis is still underway. Internal data from the generator was received and reviewed. No system diagnostics test were run after potential troubleshooting therefore high impedance value was not updated to actual impedance levels.

Event description:
Product analysis was completed on the returned generator. There were no performance, or any other type of adverse conditions found with the pulse generator.